Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient's nurse reported that the patient had a red irritation under her breast. The patient's physician prescribed a cream to use on the irritation. Follow-up indicated that the irritation had improved.